Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was broken. The cause for the broken connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report service code 204. The pt was provided with a replacement electrode belt.